Event description:
A (B)(6), female, pt, contacted zoll customer support to report that her device was prompting her to replace the vest and add gel. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (replace belt/add gel) has been confirmed. As received, the cable connecting the distribution node (dn) to the rear therapy electrode (te) was pulled from the dn. The cause for the replace belt and add gel messages, is a disruption in communication along the cable connecting the dn and rear te. The cause for the disruption in communication is the open connection at the dn created from the pulled cable. The root cause for the open connection cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.